Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A follow up call with a peritoneal dialysis (pd) patient¿s contact on an unrelated revealed the patient was diagnosed with peritonitis on (B)(6) 2017. Upon follow the patient¿s pd nurse stated the culture was performed which revealed a white blood cell (wbc) count of 2000 and growth of (B)(6). The patient was initiated on antibiotic therapy with vancomycin 1.5 grams (g) and gentamycin 80 milliliter (ml). On (B)(6) 2017, a repeat pd effluent culture was perfumed which indicated the patient¿s wbc count has improved. The patient continued with vancomycin and gentamycin therapy for approximately 3 more weeks. The patient was not hospitalized for this event. The pd nurse reported that there was a possibility patient¿s peritonitis event may have been caused by touch contamination. The patient has recovered from this event and is continuing pd therapy.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Clinical investigation: a clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information a temporal relationship exists between pd therapy with the liberty cycler and the patient¿s peritonitis event. However, there is also a temporal relationship between pd therapy using manual exchanges and this peritonitis event. At the time of this clinical investigation, there have been no reported allegations of a liberty cycler malfunction that may have caused or contributed to the patient¿s peritonitis infection and there is no objective evidence contained to support a causal relationship. While the exact etiology of the peritonitis event is unknown; there is a strong possibility the patient¿s peritonitis event is associated with touch contamination during the pd procedure (manual exchange or cycler based). Should additional information become available this investigation will be reevaluated accordingly.